Event description:
Customer reports that insulin pump was lost when he was hospitalized. Customer reports to have been hospitalized due to mental issues and bacterial infection; not diabetes related. Customer reports to have had high blood glucose while being hospitalized which was due to not being on insulin pump. Customer reports to treat blood glucose with ten manual injection a day. Customer was advised that an out of warranty insulin pump would be sent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.